Event description:
A non-health care professional reported that the multiple issues with fluid air exchange (fax) tubes and valves snapping out during set up for the surgery. The procedure type was unknown. Cases were able to be finished with replacement of each of these products. There was no impact to the patient.

Manufacturer narrative:
The customer has not required to return the product as this complaint is related to the established investigation per the procedure. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or non-conformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. The root cause of this event was determined to be related to the manufacturing process. The following contributing factors were identified; inadequate in-process testing to detect weak auto infusion valve (aiv) welds, inadequate training for aiv operators to conduct the ¿squeeze/pinch test¿ between the top and base, and design factors. An internal investigation was completed; action was taken to address each of the contributing factors identified. Actions include procedural enhancements, validation of new molds for the top and base to ensure continued control of critical dimensions and an enhancement to the aiv design to promote a better weld. Complaints are reviewed and monitored for adverse trends on a monthly basis. An adverse trend has been identified related to broken fluid air exchange components. This event is associated with this trend. A non-conformance investigation was conducted; corrective and preventative action implementation is on-going. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action is warranted at this time. The manufacturer internal reference number is: (B)(4).